Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media by the customer that they got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the pump shorted out and pumped almost a full reservoir into them while they were asleep. Troubleshooting was not completed and no further information was obtained as the customer could not be identified. The insulin pump will not be returned for analysis.